Event description:
A home patient (hp) contacted baxter and reported that she has had approximately 9 cassettes with leaking patient lines in approximately the last 3 weeks. The leaks occurred during prime near the patient connector. Hp was able to restart and complete therapy each time with new supplies. The patient line and solution bag are on an even level. The hp noted the leak visually. The hp then received unspecified reload cassette alarms. Pets do not have access to the hp's supplies. There was no damage noted to the box in which the cassettes were received. Hp does not use sharpobjects to open the box of cassettes. The hp did not notify baxter technical services or her nurse of these events. Samples were discarded. Per the hp, there was no patient injury or medical intervention associated with these events.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22, 2007.